Manufacturer narrative:
Revision surgery occurred for patient with a unicondylar knee implant. Patient was revised to a tka. Review of the device history record indicates that the device was manufactured to specifications.

Event description:
Revision surgery occurred for patient with a unicondylar knee implant. Patient was revised to a tka.